Event description:
It was reported that, six months ago, the patient with this inflatable penile prosthesis received a blow to the genital area. Following that, the device would not inflate. A revision surgery was performed and both cylinders were found to be torn. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
B3 event date: estimated as 6 months prior to date complaint received.